Event description:
The dealer received a call stating the consumer was in the local burn unit in the hospital because she allegedly attempted to light a cigarette while using the concwentrator. Serious injury is alleged.